Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) told them the new software targeted for release q4 2017 or q1 2018. Ts is investigating putting in a flag to trigger >9% a1c and the possibility of paying for the sendouts. Discussed with sales rep concerning reimbursement for send out samples. Customer was satisfied with this solution. The most probable cause of the reported event was undetermined although it might be a possible need for a sofware upgrade.

Event description:
On (B)(6) 2017 the customer reported discrepant patient result with their hlc-723g8 analyzer. The customer is complaining about sending a1c with possible interference to a reference lab using another method as recommended by tosoh. This is costing extra money and providers have to contend with tracking patients using 2 different methods. There was no indication of patient intervention or adverse health consequences.